Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels up to 512 mg/dl for two weeks. Patient alleges the pump delivers too low insulin. Patient reported she took correction via pen. Patient stated she normally uses the cartridge for 14 days and she uses the cartridge 3 times. Patient reported she used the infusion set 2-3 days and the tube 14 days. Patient switched to backup pump with the same accessories; no problems occurred. No adverse event reported. Requested return of the alleged pump for evaluation.